Manufacturer narrative:
Conclusion: the subject valve was returned to medtronic for analysis. No images of the implantation procedure were available for medtronic to review. Per the analysis of the returned valve, the valve was able to be fully loaded without issue and deployed, with the valves fully expanding. No under-expansion issues or manufacturing defects were noted with the returned valve. It was reported that both valves used in this attempted implant were checked and confirmed via fluoroscopic screening, with no abnormalities noted. The fluoroscopic loading check was not received for image review. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the event description, the report of the patient¿s type 1 bicuspid valve with calcified raphe of the non-coronary cusp (ncc) and right coronary cusp (rcc), a 67 ¿ 71 degree horizontal angle, and very large anatomy may have played a role in the reported under-expansion/constrained of the valve. Per the physician, there was no issue with the valves or delivery catheter system (dcs) used in the procedure. Following withdrawal of the dcs, hypotension occurred. Cardiopulmonary resuscitation (CPR) was started. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. It was reported that an electrocardiogram (ECG) indicated ventricular fibrillation (vfib). Ventricular fibrillation is a potential procedural complication associated with any cardiac or thoracic procedure. Defibrillation was administered and the intrinsic rhythm returned. The device history record (DHR) and associated frame lot were reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Additionally, the event description does not indicate a potential manufacturing issue. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: upon receipt at medtronic¿s quality laboratory, the device was received via fedex in an explant kit, in original jar, submerged in cloudy solution. The valve was discolored showing evidence of blood contact. The valve was partially crimped. All leaflets were pliable with evidence of minor creasing. All leaflets were in a partially closed position with a gap between leaflets 1 and 3. All commissures were intact. The valve was submerged in warm saline to reset the frame. The valve was then submerged in cold saline for 5 minutes to perform loading simulation. Upon loading, both frame paddles was seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. The valve was deployed in a warm saline bath by rotating the deployment knob exposing the valve. The valve was deployed up to the point of no recapture; no issues were observed. At this point, the valve was fully deployed and exhibited comp lete dilation; no anomalies were noted. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: a4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device has not been returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a 34 mm transcatheter bioprosthetic valve, the valve was loaded and checked via fluoroscopic screening. A pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon. At 80% valve deployment, the patient was stable, but the valve was severely constrained. The valve was recaptured and redeployed to 80% twice with the same result. The system was withdrawn and another bav was performed with a larger 25 mm balloon. Rather than using a 29mm, a second 34 mm valve was prepped and loaded with a new dcs. The load was confirmed via fluoroscopic screening. Again, at 80% valve deployment, the valve appeared constrained. The valve was recaptured and redeployed but still appeared constrained. The system was withdrawn from the patient and the procedure was aborted. Following withdrawal of the dcs, hypotension occurred. Cardiopulmonary resuscitation (CPR) was started. The patient stabilized and CPR was stopped. An aortogram showed no evidence of aortic rupture or dissection. An echocardiogram revealed a small effusion that was consistent with an effusion at the start of the procedure. The left ventricle was moderately impaired although it had been within normal limits at the start of the procedure. Hypotension occurred again, followed by cardiac arrest. CPR was once again initiated, and the patient was intubated. An electrocardiogram (ECG) indicated ventricular fibrillation (vfib). Defibrillation was administered and the intrinsic rhythm returned. CPR was continued. The left coronary system was assessed for coronary flow which appeared adequate. CPR continued and a blood gas was performed, however the patient did not recover. Per the physician, there was no issue with the valves or delivery catheter systems used in the procedure. The death was attributed to low physiological reserve.